Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a failed hardware. The customer reported that they were unable to recover the fridge door. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge door was not able to recover. A field service engineer assisted the customer to unlock and open the fridge in hardware test application to resolve the issue. The system functioned as intended after the field service engineer investigated the device.